Event description:
It was reported by the affiliate that during a unknown procedure. A part of tissue pad came off. It was brand-new product. Another device was used to complete the case. There was no adverse consequence to the patient. Two devices were discarded.

Manufacturer narrative:
H4, 6: info not available, device not returned for analysis.